Event description:
The customer stated that discrepant results were generated for patient samples tested on the architect (B)(6) processing module. The following data was provided. (B)(6): sodium initial result of 164 mmol/l (elevated) retested at 142 mmol/l (normal) the falsely elevated result was not reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the nozzle as it was clogged. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that discrepant results were generated for patient samples tested on the architect c8000 processing module. The following data was provided. Sid (B)(6): sodium initial result of 164 mmol/l (elevated) retested at 142 mmol/l (normal). The falsely elevated result was not reported out of the lab. No impact to patient management was reported.